Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma on (B)(6)2016, paratubal cyst on (B)(6)2016, perineal pain on (B)(6)2016, essential hypertension on (B)(6)2016, bladder disorder nos on (B)(6)2016, secretory polyp on (B)(6)2014, endometrial polyp on (B)(6)2014, smear cervix abnormal on (B)(6)2014, morbid obesity ((bmi) 45.0-499) and uterine bleeding. Previously administered products included for an unreported indication: aspirin. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6)2016 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes and on (B)(6)2014, ablation, dilatation and curettage). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved and the psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2006 (summons). Patient received treatment for pelvic/ abdominal, chronic dysmenorrhea (as written) (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed. Discrepancy noted in removal date: as per pfs, (B)(6)2016 and as per mr (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 128.798 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6)2013: essure confirmation test total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet and medical records received: reporter information updated, new reporter added, lot number added, new events- abnormal bleeding (vaginal), depression, mental anguish, were added. Other relevant history and reporter causality comment were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons). Patient received treatment for pelvic/ abdominal, chronic dysmennorhea (as written) (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2013: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Case was upgraded to incident. Events added from pfs- abdominal, chronic dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury. Outcome of event pelvic pain updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('stillbirth or miscarriage'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A64633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine leiomyoma on (B)(6)2016, paratubal cyst on (B)(6)2016, perineal pain on (B)(6)2016, essential hypertension on (B)(6)2016, bladder disorder on (B)(6)2016, endometrial disorder on (B)(6)2014, endometrial polyp on (B)(6)2014, smear cervix abnormal on (B)(6)2014, morbid obesity ((bmi) 45.0-499) and uterine bleeding. Previously administered products included for an unreported indication: aspirin. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6)2016 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes and on (B)(6)2014, ablation, dilatation and curettage). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2006 (summons). Patient received treatment for pelvic/ abdominal, chronic dysmenorrhea (as written) (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed. Discrepancy noted in removal date: as per pfs, (B)(6)2016 and as per mr (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 128.798 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6)2013: essure confirmation test total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet received: new events - pregnancy (stillbirth or miscarriage), device ineffective were added. Concomitant condition was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.